Manufacturer narrative:
Block b3: date of event was approximated to 06/01/2026 based on the date the manufacturer became aware of the event. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detachment.

Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used in a procedure. Reportedly, the blue tube from the nephrostomy catheter became disconnected when the patient moved and it was not possible to reconnect. The procedure was completed with another of the same device with no patient complications.